Manufacturer narrative:
(B)(4). One (1) viper extended tab 10mm poly driver [product code: 2867-60-010] was returned to the cqu for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided for evaluation. The fracture analysis report revealed a rough grainy texture on the fractured surface that is consistent across the entire surface with minimal plastic deformation. These features are consistent with a brittle fracture due to static overload. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the extended tab poly driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report reveals that its broken tip is consistent with a brittle fracture due to static overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported: I was putting up trays today at an account, and noticed damaged items. Item 2883-04-000, and 2997-04-230 are stripped, and will not engage and turn the product as they should. Item 2867-60-010 the 10mm xtab poly driver looks like the tip has snapped off. I did not want to try it on items as I was afraid it would cause further damage. I did not hear of any issues during cases, however as we inspect everything after the cases, these items need repair/replacements for us to use the sets again.